Event description:
It was reported that after opening the balloon dilation catheter package, the lower part of the balloon head was found to be obviously damaged. Replaced with a new balloon for the surgery.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event was confirmed cause unknown. The returned sample was received in a ziplock bag labeled as biohazard and eo sterilized, with the catheter found loose inside the packaging. Residual liquid was observed within the balloon, indicating prior use. Visual inspection identified clear damage to the outer shaft of the catheter, which appeared to have burst during use, while no additional damage, irregularities, or deformities were observed on the balloon, shaft (outside of the burst area), or hubs. No functional testing could be performed due to the condition of the device. Dimensional inspection of the outer shaft around the burst area showed that inner diameter, outer diameter, and wall thickness measurements were within specification. Review of the device history record (DHR) for the applicable lot found no abnormalities or nonconformances. Evaluation of the catheter identified a burst in the outer shaft located just below the balloon catheter. No additional abnormalities or damage were noted outside of the burst area. Dimensional analysis was performed on the outer shaft on both sides of the burst. Inner diameter measurements were within specification, as the applicable gage pin passed on either side of the burst and continued to pass when measured closer to the burst location. Based on the available evaluation, the burst of the outer shaft was observed and documented and found to be at (0.0765 in) on either side of the burst. Further analysis may be required to determine root cause. Based on the complaint description, balloon deformation or damage could not be confirmed. However, a burst of the outer shaft was observed, and additional root cause analysis is planned to further evaluate this issue. No final root cause could be determined, however identified potential root cause should be considered as contributing factors. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the balloon dilation catheter package, the lower part of the balloon head was found to be obviously damaged. Replaced with a new balloon for the surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.